Event description:
A greenfield filter was implanted on (B)(6) 2007. On (B)(6) 2019 the patient had a CT scan of their abdomen. The imaging showed that the ivc filter is identified in the ivc below level of the renal arteries.